Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction alarm issue was verified. Additionally the alleged unexpected shutdown issue was verified in the pump logs, however, no failure was identified. A different issue was also identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Additionally, the pump shut off unexpectedly. During troubleshooting with tandem technical support, the customer successfully resumed insulin on the pump and continued to use the pump for insulin therapy. Customer¿s blood glucose level was 240mg/dl.